Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility reported two ''metal shavings'' went into the patient's eye. They were removed and surgery continued. No patient injury reported.

Manufacturer narrative:
One 23ga vitrecomy cutter was returned without the original packaging. We are unable to verify the product and lot number. The tip protector is in place, the needle is not bent and the port window is in the opened position with debris visible all over, around and in the port. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris elite system. The tip of the cutter was placed in a beaker of processed water while testing. The cutter performed as intended. In addition, the water that the tip was in was poured onto a 0.45 micron filter in an attempt to trap any possible particles. Microscopic examination of the filter did not show ''metal'' particles. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Further investigation or corrective action is not required.